Manufacturer narrative:
Product analysis conclusion: the reported type ii endoleak, inadequate seal of the iliac limbs and the aneurysm rupture were confirmed on the films received, however the cause of the these events could not be conclusively determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Earlier post-implant CT¿s were not available for a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration over time. It is likely that anatomy and disease progression contributed to the reported events. The dilation of the common iliac arteries likely led to the reported inadequate seal of the iliac limbs. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(6), ubd: 02-oct-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 68 mm abdominal aortic aneurysm (aaa). A post-operative CT scan performed approximately 2.5 years later revealed aneurysmal changes in both common iliac arteries (cias), as they both enlarged. Bilateral distal loss of seal was identified resulting in contrast leakage confined within the cias, with no evidence of inflow into the aneurysm sac. A secondary intervention was planned for approximately five months later to extend both distal seals into the external iliac arteries. It was reported that 4 months later the patient suffered an aortic rupture. An open surgical procedure was initiated under the assumption that the rupture was due to the type ib endoleak. However, upon surgically opening the aneurysm sac, no type ib endoleak was identified. Instead, a large amount of retrograde flow from the originating from the lumbar arteries was found and determined to be the cause of the rupture. All lumbar arteries believed to be responsible for the rupture were ligated, and the type ii endoleak was controlled. The endurant stent graft was not explanted. Banding of the proximal neck was performed. It was noted that the landing zone of the main body which was less than 10 mm at the time of implantation, had further shortened. No type ia endoleak observed and neck banding was carried as a preventive measure. Per the physician, the shortened proximal landing length resulted from aneurysm enlargement due to a type ii endoleak. The cause of the aneurysm rupture was attributed to the type ii endoleak. No additional clinical sequelae were reported, and the patient is fine.